Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: all keypad buttons were not responsive. There was no physical damage to the keypad or pump case. Display lens had moisture. An in-house leak test revealed a display lens leak issue. There was moisture residue on the internal components and pc board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad buttons do not respond after the patient went for a swim. It was noted the screen had moisture. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.